Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the transmitter and sensor would not adhere to her body. During troubleshooting, customer mentioned that her blood glucose was 45 mg/dl and was experiencing night sweats. Customer will not be returning the device for analysis.